Event description:
It was reported that during a procedure, the tip of the unit broke off and was removed from the pt with no adverse consequences. Further, the unit was not exposed to adverse environmental conditions.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.